Manufacturer narrative:
Eval summary: the product was returned for eval. Optic and haptic damage were observed. Solution is dried on the lens. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined by the eval. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is most likely related to customer handling. Add'l info was requested and received. (B)(4).

Event description:
A director of a laser center reported that following implantation of an intraocular lens (iol) the doctor noted under a microscope that one of the haptics was broken. The lens was removed and the procedure delayed by two hours while they waited for a replacement. The iol was replaced with no harm to the pt.